Event description:
Baxter infusion pump #311939 was in use in a pt's room. An emergency medical tech passing by the room heard a "popping noise" from the hallway and detected a burning odor. Emt entered the rooom and noted that the noise was emanating from pump cord that was plugged into electrical outlet. Emt reached to unplug the cord and as emt did the cord burned through and detached from the plug on the end. The emt sustained second degree burns to the left thumb and left index finger and was treated in the emergency room. There was no injury to the pt.